Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient underwent placement of an inferior vena cava (ivc) filter secondary to lower left phlegmasia alba dolens. A venogram performed during the ivc filter deployment revealed patent lesser saphenous venous system, but significantly occluded popliteal venous and deep femoral venous system and significant thrombus associated with the deep femoral vein and iliac venous system. The ivc filter was successfully deployed into the lower inferior vena cava. Next, the patient underwent angiojet thrombectomy along the entire length of the deep femoral vein, iliac vein with concentration into the iliac venous system. Approximately six months post ivc filter deployment patient was scheduled for ivc filter retrieval. An inferior vena cavagram performed during ivc filter retrieval revealed a patent ivc filter, no evidence of thrombus, no evidence of complication, and a widely patent left iliac venous system with no evidence of obstruction. The snare catheter was brought onto the field and was passed through this sheath and attempted to snare the filter. The snare was manipulated prior to passage and at that manipulation point, the snare fractured while attempting to retrieve the filter. This then proceeded to embolize to the right heart and then pulmonary artery. At this point, a new snare was then used, grasped the filter, and retrieved this without event. A venogram was then performed showing this to be widely patent. Next, the catheter and sheath were then pulled back to the superior vena cava. A more flexible sheath was then exchanged and this was then passed into the right heart followed by the universal flush catheter being ultimately placed to gain access to the pulmonary artery. A jr-4 catheter was then advanced over the wire into the pulmonary artery and this allowed for passage of the snare and accessory wire to grasp the broken snare head. This was then grasped, retrieved through the heart, and then out of the patient's body intact. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 04/2017; (manufacturing date: 04/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the snare fractured while retrieving the filter and embolized to the right heart and then to the pulmonary artery. The device and filter struts were removed percutaneously. The current status of the patient is unknown.